Manufacturer narrative:
The cartridge blood set from this incident was discarded. Retained samples from the same lot number 01p157306 were submitted for visual inspection, functional test and physical characteristics; there were no failures detected. Gambro does not regard the submission of this report as an admission of liability.